Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The issue involved four serial numbers.this is for (B)(6) .please see (B)(4) for (B)(6) ,(B)(4) for (B)(6) and (B)(4) for (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not yet returned.

Event description:
The customer reported to vyaire medical that during on-site maintenance, a fault in the inspiration block was discovered in the bellavista 1000. The customer confirmed that the issue happened during preventive maintenance service. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to insp block - "press blower" sensor. As concluded in CAPA-000000952: sensor long-term drift was not considered in the definition of the expected adc value range (for the "zero pressure calibration", the base unit test and the circuit system test) in software versions lower than v6.1 due to non-availability of that information. As a resolution, initiated inspiration block replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.